Event description:
During the surgical procedure, the screw broke at mid-shaft. The broken bottom half was not able to be retrieved from the patient's bone. The plate and other screws were removed intraoperatively and the surgeon used cables to complete the surgery. The patient is doing fine.